Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by the design house in (B)(4). The investigation determined that the battery inoperable and system fault (sf74) error messages were due to a software communication issue. Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident. (B)(4).

Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) for evaluation. The evaluation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a battery inoperable alarm followed by a system fault (sf 74) error message. There was no patient injury reported as a result of this incident.